Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif-1100 operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Device evaluation found the air/water nozzle blocked with foreign debris. Additional findings included, the scope connector (sc) cover unit had discoloration. The bending angle in down direction did not meet the standard value due to wer of the angle wire. The adhesive around the light guide (lg) lens was chipped and the adhesive on the distal sheath (a-rubber) was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water nozzle was found to be clogged with foreign debris. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.